Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced an elevated blood glucose (bg) level and manual injections were administered to address bg. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified. (I.e. Occlusion alarms, altitude alarms, auto-off alarms)